Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6). H3 other text: no ECG monitoring strips or case event files were provided to philips for review. The customer later contacted philips and stated they chose to have the intervention carried out internally and they requested to cancel the quote.

Event description:
It was reported to philips it was not possible to shock the patient in AED mode, but it was possible in manual mode. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. There was no harm to the patient. A quote was sent to the customer for evaluation of the device. No ECG monitoring strips or case event files were provided to philips for review. The customer later contacted philips and stated they chose to have the intervention carried out internally and they requested to cancel the quote. The device remains with the customer. No conclusion can be drawn.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips it was not possible to shock the patient in AED mode, but it was possible in manual mode. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.